Manufacturer narrative:
All buttons functioned properly. However, found slightly corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms and button error from the insulin pump. The patient's blood glucose of the time was 105 mg/dl. The customer stated he received no delivery during bolus. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that the pump suspended both times. The customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.